Event description:
The customer reported unexplained high blood glucose for the past week. The customer's most recent glucose reading was 277mg/dl and was treated with the insulin pump and manual injections. Troubleshooting was performed. It was stated that the last infusion set change was three days prior to her admission. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. Performed a high pressure test and the insulin pump failed the test twice. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.